Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
An .014 wire was placed in a right anterior tibial artery. Two segments of moderately occlusive disease were noted. The decision was made to do atherectomy with a turbohawk ss-cl. The physician was able to deliver the turbohawk to the proximal part of the anterior tibial artery where it got lodged in a calcified area. Multiple tries were made to advance the catheter past the stenosed area. Upon removal of the device, the doctor noticed the tip nosecone of the device missing. The physician used fluoroscopy to locate the nosecone, still on the wire, just distal to the sheath. He then used a 7mm snare to retrieve the nosecone through the sheath. The physician then attempted to laser the same area and was unable to pass the laser catheter past the same area. Finally the physician then chose 2 balloons to perform pta and complete the procedure successfully with no patient harm.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The turbohawk device was received for evaluation with the distal tip assembly fractured and separated at the proximal end of the housing coil section. A guidewire was still loaded through the tip assembly's tapered (rotating) section. The snare device referenced in the complaint description was received but was separate from the main turbohawk catheter and the separated tip/ guidewire. The guidewire lumen on the body (straight) section of the distal tip assembly exhibited a longitudinal tear extending from the proximal edge into to the tapered section's guidewire lumen. The guidewire exhibited three distinct, severe kinks proximal to the guidewire lumen.